Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? =>no further information is available. Was the needle piece removed from the patient during the same procedure? =>no further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on unknown date and suture was used. When holding the needle with a needle-holder, the suture was detached from the needle. It was a control release needle. Another package was used with no problem. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.